Event description:
It was reported that the patient experienced a loss of stimulation after a fall. It was noted that the patient turned the stimulation up, but that it did not work. An impedance measurement test was performed and revealed 6 contacts with values greater than 10,000 ohms. It was further noted that the manufacturing representative was able to reprogram the patient on leads 13 and 15, so the patient was receiving "decent coverage for her right and left legs." The patient also "wanted the lead replaced as soon as possible," although no revision had been scheduled. No patient injury related to this event was reported. The patient outcome was not provided. Additional information was requested, but as not available as of the date of this report.

Event description:
Additional information received. It was reported the lead was explanted and replaced on (B)(6) 2012. The patient was receiving adequate stimulation.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4). Product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the anchor model 3550-39 lot unknown found no significant anomaly. There was cut silicone on the anchor and the anchor was separated. Analysis of the lead model 3777-60 lot unknown found broken conductors as the titan anchor site, 19.5 cm from the distal end. All circuits were open. Analysis of the lead model 3777-60 lot unknown found no anomaly. (B)(4).